Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing infusion sets every three (3) days, removing air from cartridge with an empty syringe, and reusing insulin from old cartridges when filling new cartridge. Customer was instructed not to reuse insulin from used cartridges, was informed that trusteel infusion sets should be changed every two (2) days, and was educated on the proper air removal process per the user guide. Customer resumed insulin delivery. Customer's blood glucose was 124 mg/dl.